Event description:
Upon removal of right femoral venous sheath size 12fr, the distal portion tore from the proximal half. The distal portion of the sheath was retained within the femoral vein. The surgeon reported that he utilized the 3 port sheath system in the same fashion that he normally did. This time, when attempting to remove the sheath, it separated inside the vein. He had the team hold pressure at the site to keep the broken sheath piece from migrating. Vascular surgery came and removed the sheath in one piece and closed the vein. Patient tolerated without further complication.